Manufacturer narrative:
A customer performed a checkout of the system but did not confirm the reported issue. The customer declined ge service. No repair information available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit during manual ventilation. There was no patient injury.